Event description:
N/a.

Manufacturer narrative:
To the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused slippage; general maintenance and cleaning required. The serial number provided was most likely assigned by the service organization and does not appear to be original traceable marking of the device, as such a DHR review cannot be completed at this time. Sampling plan reviewed as is acceptable. Complaint event unconfirmed. Root cause unknown. Most probable root causes outlined in the risk management file: worn/degraded device (wear and tear). Incorrectly assembled device. Device out of specification calibration . Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure. Improper maintenance.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility representative reported that the a1059 mayfield modified skull clamp slipped and caused a small laceration requiring two (2) staples. There was a delay in surgery for less than 30 minutes. They positioned with another a1059 with no problem. After inspecting the clamp, the lock was found to be broken. Additional information was received on (B)(6) 2019 indicating that the event happened during a posterior cervical procedure on (B)(6) 2019. The skull clamp was placed when prepping the patient. The patient's position was not changed after the initial positioning. It was reported that the lock was loose and the torque screw would not hold pressure. This resulted in two centimeter laceration as per surgeon who placed two staples for the laceration. A different skull clamp was used and they proceeded with the surgery. There was no patient adverse consequence as a result of the delay.